Event description:
It was reported that the right ventricular (rv) lead resistance was greater that 3000 ohms associated to a lead conductor fracture. As result, a new lead was implanted. Device was returned to boston scientific and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report was created to correct the following: adverse event or product problem. Describe event or problem. Device manufacturers only. Adverse event problem: change in type of investigation, investigation conclusions. Additional manufacturer narrative: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead resistance was greater that 3000 ohms associated to a lead conductor fracture. As result, a new lead was implanted. Lead was explanted and product was returned to boston scientific and analyzed. No additional adverse patient effects were reported.